Manufacturer narrative:
Upon further review it was observed that in follow up report #1 within the device evaluation narrative it was noted that a labeling review was conducted. Clarification was requested for the evaluation results and it was determined that a labeling review was in fact not conducted as part of the device evaluation for this complaint. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to complications. No further information was provided.

Manufacturer narrative:
An empty box was returned. Visual inspection with the unaided eye shows the lens box of the product was empty. The reported issue could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.